Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an infection of the device system. The patient's implantable cardioverter defibrillator had eroded through the pocket and was visible. The patient's system was removed without any complications and the patient did not have any health symptoms related to the device. The patient was stable following the procedure.